Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker has been falling for the past several days. Boston scientific technical services (ts) advised the patient to see their physician. The patient did not follow up with their physician regarding this issue. No further information is available. The device remains in service.